Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had power up failure. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site email), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) checked and stated customer drop saline bag on unit damage board and other parts. Fse replaced pim, 9 volt battery, drive manifold assy., and power management board. Also mentioned to end user that this repair is not cover by contract. Clean all sling from inside and after replaced parts, functional testing and safety check to factory specifications. Returned to the customer for use.

Event description:
N/a.